Event description:
The customer reported during a pain mgmt case that system would reboot or the left monitor would go blank when interconnect cable was touched at lemo connector. Operator would turn off system and boot correctly after incident. This defect occurred on numerous occassions with different pts. This caused delays in case without any pt injuries.